Event description:
Burns noted at the corner of child's mouth when mouth gag was removed at the end of case. Needle bovie tip was used in the procedure. Both sides of child's mouth sutured and bacitracin ointment applied.